Event description:
It was reported that the programmer would not boot up. The service disk was run but the programmer generated a black screen with a message to contact [the company] representative. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the programmer powered up to an error and therefore its xy printed circuit board was replaced. It was further noted that its keyboard latch was broken and therefore the keyboard was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.